Manufacturer narrative:
A ge svc rep performed an on site investigation. The friction clutch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9900 system made a loud noise when the c-arm was rotated. No pt injury was reported.